Manufacturer narrative:
Johnson & johnson consumer, inc. Is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which johnson & johnson consumer, inc. Has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, johnson & johnson consumer, inc. Or its employees that the report constitutes and admission that the device, johnson & johnson consumer, inc., or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. Year of birth: 1990. Patient weight, and ethnicity and race were not provided for reporting. This report is for one (1) band aid brand hydroseal bandages all purpose 10ct USA 381371172979 8137117297usa 8137117297usa, lot number ni. Upc # 381371172979, expiration date: ni, lot number #: ni, UDI #: (B)(4). Concomitant medical products: device is not expected to be returned for manufacturer review/investigation. Device evaluation/investigation could not be completed. No conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without lot number. Health effect clinical code: e2402 refers to consumer "intentional misuse/off-label use" of the product. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Consumer reported an event with all purpose band aid brand hydroseal bandage. The consumer believes she may have had an allergic reaction from the product. It was reported that consumer used the band-aid for her burn and although her symptoms have improved, she is still experience an event. Consumer consulted health care professional (hcp) and was prescribed silver sulfadiazine cream for the treatment.